Manufacturer narrative:
This device is not sold in the us but is similar to the cordis pta catheters sold in the us. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During post-dilatation of a lesion in the right external iliac artery with an 8mm4cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured at 4 atm. Therefore, it was replaced with a new balloon catheter (non-cordis) and post dilatation was performed. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis due to infectious disease. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A sheath (6f 24cm, medekit) made an ipsilateral approach, and a guidewire (naveed, terumo) cross the lesion. Pre dilatation was performed with a balloon catheter (4.0x40mm) and a stent (10x80 epic, boston scientific) was implanted in the lesion. Then the saber pta catheter was delivered to the lesion. The patient¿s information is unknown.

Manufacturer narrative:
During post-dilatation of a lesion in the right external iliac artery with an 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured at four (4) atmospheres (atm). Therefore, it was replaced with a new balloon catheter (non-cordis) and post dilatation was performed. The procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A competitor sheath (6f 24cm) made an ipsilateral approach, and a competitor guidewire crossed the lesion. Pre-dilatation was performed with a balloon catheter (4.0x40mm) and a competitor stent (10x80) was implanted in the lesion. Then, the saber pta catheter was delivered to the lesion. The patient¿s information is unknown. The device was not returned for analysis due to patient¿s infectious disease. A device history record (DHR) review of lot 17657905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.